Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: unknown. Cer 1 of 2: (B)(4). Cer 2 of 2: (B)(4). Original from customer complaint form: le notifiant déclare un défaut sur le produit sac endochir pr extraction piece operatoire avec arceau pm (225ml) pr trocart 10mm (inzii) référence cd001 lot 1329539 périme 01/07/2021. L'endocatch, au moment de le déployer une fois introduit dans la cavité abdominale, s'est ouvert en se vrillant . Le chirurgien a été obligé d'essayer de le réaxer ce qui l'a cassé et rendu inutilisable. Un second endocatch du même lot a été utilisé et ayant présenté le même problème. Problème au niveau de la production ? Translation ame: the notifier declared a defect of the product sac endochir pr extraction piece operatoire avec arceau pm (225ml) pr trocart 10mm (inzii) reference cd001 lot 1329539 expiration date 01/07/2021. The retrieval bag, while trying to deploy once introduced in the abdominal cavity, opened in a curling fashion. The surgeon was obliged to try to realign it, which broke it and rendered it useless. A second retrieval bag of the same lot was used and presented the same issue. Manufacturing issue? Feedback on translation received from market implementation specialist by email on 25feb2019: rather say "...once introduced in the abdominal cavity, twisted while opening". Additional information received by email from the sales rep on 4mar19: from what I understand it was more an issue with the metallic arm and not with the bag itself. Patient status: no patient injury. Type of intervention: change of device.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: unknown. (B)(4). The notifier declared a defect of the product sac endochir pr extraction piece operative avec acrea pm (225ml) pr trocar 10mm (inzii) reference cd001, lot 1329539, expiration date: 01/07/2021. The retrieval bag, while trying to deploy once introduced in the abdominal cavity, opened in a curling fashion. The surgeon was obliged to try to realign it, which broke it and rendered it useless. A second retrieval bag of the same lot was used and presented the same issue. Manufacturing issue? Feedback on translation received from market implementation specialist by email on 02/25/2019: rather say "...once introduced in the abdominal cavity, twisted while opening". Additional information received by email from the sales rep on 03/04/2019: from what I understand it was more an issue with the metallic arm and not with the bag itself. Patient status: no patient injury. Type of intervention: change of device.